Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product for manufacturer investigation. During investigation it was noted that a foreign screw cap was mounted on the luer lock of blood outlet connector. The original screw cap was not delivered by the customer. A tightness tests was performed with the foreign screw cap. Thereby leakage from luer lock on blood outlet connector could be confirmed. Afterwards a visual inspection was performed. A crack in the middle of the luer lock could be detected. Based on the picture received from customer, the information available at this time and the investigation results obtained the reported failure could be confirmed.the manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 02:40 pm (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) requested the product back for investigation but has not receved it until yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned under section is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): (B)(4).

Event description:
Description from the customer report: "when the perfusionist were priming the hls-set, he saw that fluid leaked from the luer port on arterial outlet connector. He tried to change the luer stopcock, but the leakage remained. The hls-set was exchanged." (B)(4).